Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter fixed water leaked out near the funnel.

Event description:
It was reported that during pre-test the foley catheter fixed water leaked out near the funnel.

Manufacturer narrative:
The reported event was confirmed cause unknown. Five photos were received for evaluation. The first photo was a top view of the three-way catheter with return syringe. The second photo was a zoomed in view of the trifurcation site pointing the area of leakage. The third photo was of the inflation cap confirming the batch # ngjw2600. The fourth photo was of the tray labeling confirming the batch # myjy1245. The last photo was a document in the country's native language. Visual inspection noted no obvious observations. Using the (returned) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a pinhole measuring less than (0.013") found at the trifurcation. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.